Event description:
Additional information: a driveline fault alarm, as well as one drop in speed and flow were seen on the event history screen. The patient received the requested non-gorunded cable. The patient has returned home and is doing well.

Manufacturer narrative:
Manufacturer's investigation conclusions: the suspected short-to-shield issue as well as the reported alarms could not be confirmed as no product was returned for evaluation and no log files were provided by the account for review. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient observed a few alarms when switching from batteries to the mpu. A non-grounded cable was requested for a suspected short to shield issue.